Event description:
It was reported that low impedance was noted via (B)(4) transmission. The patient was brought in-clinic for review. Several low impedance measurements were found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.